Event description:
A user facility reported that an electromechanical ambulatory infusion pump under delivered during a 24-hour chemotherapy treatment. The pt returned the following day and only half of the 150-ml volume was delivered. There was no pt injury.